Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump and tandem technical support arranged for a replacement pump to be sent. The customer will continue using the current pump as a backup therapy. Instructions were provided to the customer regarding putting the pump into storage mode and returning the malfunctioning pump with a pre-paid label.